Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the sucker pump did not display the roller pump rpms. The user also reported when the forward start buttons were pressed, the roller pump would immediately go into a stop mode. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.